Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced encountered failure code 812:02. Baxter's review of the device event history determined the reported condition interrupted delivery. It is unknown when or in which care area the event occurred. The user interface module master software version is 6.13.92, which is classified as remediated. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed failure code 812:02. The root cause was determined to be a defective shuttle motor gears in the pump head module. A baxter repair technician replaced the pump head module to resolve this issue a follow up report will be submitted if additional information becomes available. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause of failure code 812:02 could not be determined. The pump head module was replaced as a precaution.